Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device was missing components - ics, cleaning brush, disconnection wedge, tracheostomy holder and patient label. No patient injury reported.